Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the ID of one of the guides is severely damaged. The undamaged ids were found to meet specifications . A likely cause of the event is prying/leveraging the mating drill bit during use.

Event description:
It was reported that when drilling from the guide sleeve part, it did not proceed smoothly. The contact area at the base of the drill had a scorched mark. A new guide and drill was opened and used to complete the case with no adverse effect to the patient.